Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer, joystick turning on by itself.

Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer under the joystick recall (z-2270-2013), as this product is on the list of serial numbers impacted by the medical device field removal joystick recall of invacare power wheelchairs equipped with spj+ joysticks or mk6i driver controls; however, the reported complaint issue falls outside of the scope of the recall. The joystick was not evaluated for the alleged complaint failure, so the complaint could not be verified.

Event description:
Per dealer, joystick turning on by itself.